Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, after the procedure, the patient experienced disorientation, pain in their upper arm and back, and difficulty walking. Magnetic resonance imaging (MRI) revealed left thalamic infarction, and cerebral edema due to the infarction. The patient underwent rehabilitation and symptoms improved. No additional adverse patient effects were reported.